Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for high out of range shock impedance measurements. The patient was brought into the office and isometrics were unable to reproduce the out of range measurements but did produce slight noise on the shock channel. An x-ray was taken but did not yield any significant findings thus the cause of the out of range impedance measurements was unable to be determined. The physician has opted to continue to monitor the patient. No adverse patient effects were reported.

Event description:
Additional information was received that the right ventricular (rv) lead and device continued to exhibit high out of range shock impedance measurements. Since it is a single coil lead, the physician has opted to monitor the patient. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that the physician performed defibrillation threshold (dft) testing to assess the intergrity of the system. Dft testing found within range impedance measurements. Thus the physician has opted to monitor the patient. The system remains in service. No additional adverse patient effects were reported.